Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the first handle was used and then there were chards of metal flakes were visualized on the screen. A second handle was opened and the same appearance was viewed. This product was then used on the peritoneum. Another device was used to complete the procedure. There was no patient injury.